Event description:
The account generated a nonreactive axsym hcv result on a known hcv positive pt. The sample initially tested axsym hcv reactive, sample/cutoff (s/co) =23. The sample was centrifuged again and tested axsym hcv nonreactive, s/co =0.94. The smaple was tested a third and fourth time resulting in axsym hcv reactive results, s/co =19, 20. The nonreactive axsym hcv result was not reported outside of the lab. No additional pt info is available. No impact to pt management was reported.